Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited poor panel performance; the panel lights fail to illuminate when the stop/start button on the primary device is pressed. The issue occurred during setup/inspection for use. There were no reports of patient harm.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. The investigation could not confirm the customer reported failure. Based on the investigation, the definitive root cause of the reportable issue could not be determined. Olympus will continue to monitor field performance for this device.